Event description:
It was reported that the battery voltage was low. A significant loss in voltage was observed a day after implant. It was theorized the drop in voltage may have been due to high voltage therapy that was received. No further premature depletion was noted.